Manufacturer narrative:
H4: the lot was manufactured between may 9, 2023, and may 11, 2023. The actual device was received for evaluation with 231ml of fluid in the bladder. A visual inspection showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection revealed the cause of flow problem was due to a series of air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was due to user error; attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 5-fluorouracil did not flow through a large volume infusor. The issue was confirmed after two days of infusion. The total fill volume was approximately 220 - 230 ml. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.